Event description:
The subject coil was returned for analysis and it was discovered that the subject coil prematurely detached/separated during use. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the coil delivery wire was found to be kinked/bent. The coil introducer sheath was found to be intact. The main coil suture was found to be damaged. The main coil was found to be kinked/bent. The main coil was found to be detached. During functional inspection coil in catheter friction functional test was unable to be performed due to coil being detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. The main coil was found to be kinked/bent. The coil delivery wire was found to be kinked/bent, the main coil suture was damaged and the main coil was found to be detached. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the as reported (ar) code 'coil in catheter friction '. An assignable cause of procedural factors will be assigned to the as analyzed (aa) main coil kinked/bent, main coil suture damaged, coil delivery wire kinked/bent and main coil prematurely detached/separated during use as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.